Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air bubbles/air in line. This is report 1 of 2. The following information was provided by the initial reporter with the verbatim: 5 east and 5 west labor & delivery nurses complained of air in line issues.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that 5 east and 5 west labor & delivery nurses complained of air in line issues. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that unspecified bd infusion set had air bubbles/air in line. This is report 1 of 2. The following information was provided by the initial reporter with the verbatim: 5 east and 5 west labor & delivery nurses complained of air in line issues.